Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (serial#: unknown), lf1212, lf1212 sml ligasure jaw sealer/div (lot#: s25jh704p). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a jaw dissection procedure, on the jaw region, the insulation material fell off/detached for lot s2 5jh702p. After about 10 uses, a chip/damage of several millimeters was found on the gray resin part while cleaning with gauze. Lot s25jh704p had been ruled out. The fragment remained under the patient¿s skin. It could not be confirmed if the fragment was retrieved. No x-ray was performed because the fragment was too small and no additional medical procedure was needed to remove the piece from the patient.